Manufacturer narrative:
Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: na batch: 36686572 UDI: (B)(4).

Event description:
It was reported that a deep brain stimulation (dbs) patient was admitted to the hospital with an infected cranial wound site resulting from a dbs implant procedure performed one month prior. Symptoms included drainage from the staple site. The physician performed a washout and made the executive decision to remove only the lead and burr hole cover kit, leaving the lead extensions and the implantable pulse generator (ipg) in place. The patient was given antibiotics, and cultures were taken. Results were positive for a low amount of cutibacterium acnes. The patient was stable and discharged the same day as the explant surgery. The explanted devices will not be returned to boston scientific for analysis, as they were retained by the facility.